Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted. Therefore, it was not explanted. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when attempted to implant a tecnis simplicity intraocular lens(iol), model dib00, the lens did not dispense potentially due to a faulty tip on the inserter. Account provided that the tip was squeezed together, nothing would be able to come through it. The inserter made contact with the eye, but the lens did not since it did not dispense from the inserter. There were no patient complications reported and no medical or surgical intervention required. The procedure was completed successfully using a backup lens of the same model. No further information available.